Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4), batch/lot number: 20823596, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-4318, serial number: na, batch/lot number: 21589280, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation due to fractured leads after a nondevice related fall. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.